Event description:
It was reported by service report that the brake light was indicating that the brakes were not locked when the brakes were locked. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result: bent contact switch.